Manufacturer narrative:
Received one ias12-100lpi in opened unoriginal packaging. Lot number was not verified. Performed a visual inspection, the distal tip of the cannula is broken. All pieces were returned. While a root cause cannot be determined a likely cause was the application of excessive force during use. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 119 reports, regarding 119 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs- do not use excessive downward force. Once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures. A determination for further investigation has been initiated. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a thoracic esophageal malignant tumor surgery procedure and ¿the trocar is broken. The broken part has been collected.¿. The procedure was completed without an alternate device. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. An update from conmed japan was received on 11jul23, "fragments were found in the abdominal cavity and retrieved with laparo forceps. Only 5mm forceps were inserted into the as port and used. In the doctor's opinion, it was unlikely that the forceps had interfered." This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023. During a thoracic esophageal malignant tumor surgery procedure and ¿the trocar is broken. The broken part has been collected.¿. The procedure was completed without an alternate device. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. An update from conmed japan was received on 11jul23. "Fragments were found in the abdominal cavity and retrieved with laparo forceps. Only 5mm forceps were inserted into the as port and used. In the doctor's opinion, it was unlikely that the forceps had interfered." This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.